Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 242 mg/dl (strip lot 551416) and 114 mg/dl (strip lot 551378) customer changed code key and strips between readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).